Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider stated that the patient was eventually diagnosed with redman syndrome per physician as a reaction to vancomycin powder. The patient was doing well. Therapy was retained and ongoing and no infection was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000mcg/ml at 550mcg/day) via an implantable pump. It was reported that the patient developed a rash, increase tone, and fever. Per the healthcare provider (hcp) in emergency room they were treating the patient for infection as their labs indicated this. A possible external factor included the patient having had a normal elective replacement indicator (eri) pump replacement on (B)(6) 2025. The patient was started on antibiotics and the hcp was to discuss device explant. The issue was not resolved.